Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed pitch cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken cable was observed on the maryland bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.